Event description:
The patient reported that her pump is empty, has been alarming since august and states she can not find an hcp who can silence the alarm. Caller is wondering what her options are. Caller is wondering if leaving an empty pump in her body poses any risks. Information was received from a patient via a manufacturer¿s representative (rep) on (B)(6) 2020. In (B)(6), when her pump was supposed to be refilled that she had several appointments cancel and then she was also having insurance issues and she was paying a lot out of pocket for the refills. So, she never did get her pump filled back in (B)(6). She states that she did go through withdrawal symptoms. So she is calling to find someone to take over her pump. She is alarming every 10 minutes. Environmental/ external/ patient factors that may have led or contributed to the issue include insurance issues and patient compliance. No troubleshooting was performed. Actions that were taken to resolve the issue included giving the patient doctor¿s information to see if they can take her as a new patient. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the alarm started off as a single tone and changed to a dual tone about 2-3 weeks prior to the report. The patient has had problems finding a healthcare professional to fill the pump. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was rsd/causalgia-complex regional pain syndrome. On 18-sep-2019 it was reported that the patient had been in the hospital due to a car accident, so she missed her pump refill appointment. Per the hcp, the patient notified them that she would like to transfer her pump care to another pain clinic. They told her that she had missed her refill appointment on (B)(6) 2019. The patient confirmed that her pump was alarming, but she still thought the pump was functioning. The patient was informed that her pump was empty and that it could be damaged due to not being refilled. The patient denied having any withdrawal symptoms. She stated that she had the okay to change her care to the other pain clinic and would follow-up with them. Her current clinic was planning to forward her records to her new pain clinic. No surgical intervention occurred, and none was planned. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.